Event description:
It was reported by service report that the head left siderail timing like was broken, and it would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: head left siderail timing link was broken.